Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the cause was the faulty low voltage switching device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Additionally, the evaluation revealed that there was poor low voltage switching device substrate that caused the intermittent image noise and image off and poor liquid flow in the connector (scope socket). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an intermittent image. The issue occurred during preparation for use, intended for a diagnostic procedure that was completed with a similar device with no delay. There were no reports of patient harm or impact associated with this event.